Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was reproduced when attempting to run a loaded set the unit would alarm door not fully latched. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly (including the link switch) was replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.